Manufacturer narrative:
Investigation summary: it was reported the needles do not have a hole to allow fluid to pass. To aid in the investigation, five photos were provided for evaluation by our quality team. One photo shows an abdominal area. One photo shows a document in a foreign language. A third photo shows a needle assembly with no plastic shield or packaging blister; no defects or imperfections are observed on the needle. The fourth and fifth photos appear to be the same photo showing what appears to be an injection in progress. No other details could be obtained from the photos. A device history record review was completed for provided material number 305107, lot number 1300860. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 19 bd precisionglide¿ needles were defective, having no hole to inject medication through. The following information was provided by the initial reporter, translated from spanish: "some do not have the hole to remove the liquid."

Event description:
It was reported that 19 bd precisionglide¿ needles were defective, having no hole to inject medication through. The following information was provided by the initial reporter, translated from spanish: "some do not have the hole to remove the liquid."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 18-aug-2022. H6: investigation summary: it was reported the needles do not have a sharp edge, had a bent bevel or do not have a hole to allow fluid to pass. To aid in the investigation, nineteen samples with the plastic shields, but no packaging blisters, and five photos were provided for evaluation by our quality team. A visual inspection was performed, first with a 10x magnification lens, and then under a 30x microscope. In eighteen of the samples, there was no damage, defective grind or hooks observed. The bevels and etch were good. No defects or imperfections were observed in these samples. The additional sample has no grinding. No bent needles were observed in any of the nineteen samples received. Each sample was then connected to a syringe with saline solution. Eighteen samples expelled the solution with a normal flow. The sample with no grinding did not expel the solution; this needle is clogged. In the photos provided, one photo shows an abdominal area. One photo shows a document in a foreign language. A third photo shows a needle assembly with no plastic shield or packaging blister; no defects or imperfections are observed on the needle. The fourth and fifth photos appear to be the same photo showing what appears to be an injection in progress. No other details could be obtained from the photos. The needle clogged / blocked defect could occur if, while passing the needle through the stopper vial, the needle got clogged with the stopper material. A device history record review was completed for provided material number 305107, lot number 1300860. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed in one of the 19 samples.